Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed the flow test three times. The pump was returned from repair and would not pass the flow test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled and the upstream occlusion seal was worn. Functional testing included accuracy testing. The reported issue was not duplicated during the investigation; however, visual inspection found that the expulsor was misaligned. Although the issue was not duplicated, the investigation determined that this misalignment was the most probable cause of the reported issue. The expulsor was replaced as a preventive measure. Service history review identified the complaint was related to a previous service of the device within the review period.